Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-350 mg/dl, due to needing a settings adjustment. Reportedly, customer addressed low bg by adjusting settings. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.